Manufacturer narrative:
This event was reported by bsc sales rep. The reported healthcare facility is: (B)(6). (B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 309 cm. The exposed glass tip measured 2 cm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. Fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
A lighttrail single use 270um laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.